Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 354 mg/dl. During the hospitalization, the customer wore the insulin pump during a CT scan. It was also stated that the customer's last infusion set change was eight days prior to the hospitalization. The customer's insulin pump settings were also changed while she was in the hospital. The insulin pump was uploaded, and found that the customer was not bolusing correctly. Advised the caller that the infusion sets should be changed every two to three days. The caller stated he would call back for further assistance if necessary.